Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the patient presented to the ER after receiving appropriate hv therapy, device interrogation revealed non-sustained rv oversensing due to lead noise. The physician suspected externalized conductors after performing an x-ray. The lead was capped and replaced.